Event description:
New information received stated the right ventricular lead was explanted and replaced on (B)(6) 2019. The patient's condition was stable post procedure.

Event description:
New information received stated that the lead exhibited noise oversensing anomaly on june 19, 2019. The physician suspected the lead was fractured.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely via merlin.net transmission with the pulse generator exhibiting an oversensing alert. A review of the transmission showed noise oversensing on the right ventricular lead. Pocket manipulation and isometric testing were performed to try to reproduce the signal. The noise was not reproducible. High voltage therapy was disabled. The patient was referred to a different physician for a lead extraction procedure. The patient condition was stable.